Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 393630a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique and a condition that may impact the performance of the assay was identified in the complaint. This could not be ruled out as a cause for the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported the following discrepant high inratio inr results as compared to a laboratory method: (B)(6) 2016: inratio inr results= 5.8 and 4.2. Tests conducted minutes apart; (B)(6) 2016: laboratory inr result= 3.7. Therapeutic range: 3.0-4.0. The patient reported the monitor was not in correct mode when fingerstick occurred.